Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscope controller (ec) to resolve the issue. The system was verified and ready to use. Isi has received the ec for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error #48204, indicating an endoscope controller issue, occurred while the system was being prepared for a procedure. A power cycle could not be performed at that time. The technical support engineer (tse) first verified image quality with the scope, and no abnormalities were observed. It was agreed that a power cycle would be performed after the procedure. Review of the system logs later confirmed error 48204 as an endoscope controller light engine sensor self-test failure. The procedure was completing as planned with no reported injury.